Manufacturer narrative:
(B)(4). Device power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms and unexpected restart alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer was able to complete rewind. Customer reported unexpected restart reoccurred shortly after inserting a new battery. The insulin pump will be returned for analysis.